Event description:
It was reported that an electrical reset occurred on this device and the caller now has questions of whether the reset has affected battery life. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed and indicated that the device experienced a power on reset (por) on (B)(6) 2010. One patient alert for por occurred on (B)(6) 2010. Analysis of the performance data also indicated that the device was approaching elective replacement indicator. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that an electrical reset occurred on this device while the patient was having radiation therapy, and the caller now has questions of whether the reset has affected battery life. The device remains in use and no patient complications have been reported as a result of this event. It was later reported that the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.